Event description:
It was reported that the control module was getting green cable errors with the holster during a breast biopsy. A different holster was used and the same green cable errors occurred. The customer tried a second control module with the first holster and the case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 06/16/2008.